Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2017 due to a suspected infection at the pocket site. However, after an evaluation by the infection disease doctors, it was determined not to be an infection. As a result, the patient was discharged.